Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image. There were no reports of patient harm.

Event description:
Correction to b5 of the initial report: it was reported that video system center image processing interface showed poor contact and when two endoscope are connecting, the screen had a noisy image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5; see b5 for further information. Additional information: h3, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was evaluated where an additional potential adverse event was confirmed where the device exhibited a b30 scope error. Additionally, the customer's complaint was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the issues likely occurred due to a failure of the circuit board, (communication abnormality with the endoscope) and failure of the main board. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.